Event description:
Ous MDR - oversensing on the lead without inappropriate therapy detected by home monitoring. The physician decided to replace the ICD and the lead.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 40 months and 20 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis of the ICD did not reveal any sign of a material or manufacturing problem.